Manufacturer narrative:
The reason for this revision surgery was to remedy instability in the patient's shoulder after 2.2 years in-vivo. There was no report of any patient activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of and not returned to djo surgical for examination. A review of the device history records showed one non-conforming material reports associated with this product: three stems had nicks on the part, two were reworked and one was scrapped. The reworked parts were accepted, there is no indication that the stem contributed to the worn rotator cuff. A review of the product complaint report history shows this is the fourth complaint for this part number: two due to trauma, one for device loosening, and one for stability/poor joint issue. This is the first complaint for this lot number. The root cause for the instability was most likely due to the worn rotator cuff. There is no information reported that showed a material, design, or manufacturing problem with the product. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to a worn rotator cuff.